Manufacturer narrative:
Updated information in section d10 - concomitant product the field service representative (fsr) inspected the alinity c processing module and determined the pinch valve; ict aspiration pump contributed to the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the pinch valve, ict aspiration pump did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the pinch valve, ict aspiration pump. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for one sample. The following results were provided: (lab normal range for sodium 136 - 145 mmol/l). Sid (B)(6) initial result = 114 mmol/l, repeat result = 137 mmol/l, same sample repeated on another analyzer ((B)(6)) = 138 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for one sample. The following results were provided: (lab normal range for sodium 136 - 145 mmol/l). Sid (B)(6) initial result = 114 mmol/l, repeat result = 137 mmol/l, same sample repeated on another analyzer (B)(6) = 138 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.